Manufacturer narrative:
Surgeon plans to revise the patella with a thicker implant. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Surgeon plans to revise the patella with a thicker implant. Poly inserts will be exchanged during the procedure.